Manufacturer narrative:
Foreign post code - (B)(6).

Event description:
It was reported that, during an unknown surgery, the osteoraptor anchors came out of the tissue after deployment. A back-up device was available to complete the procedure with neither significant delay nor patient injuries.

Manufacturer narrative:
Visual inspection and functional testing could not be performed because the device in question has not been returned evaluation. Thus, the complaint could not be verified and a root cause could not be determined with confidence. It is difficult to perform an accurate evaluation of a failure without having the failed product or the pertinent clinical details to consider. As such the complaint is being closed without conclusion.